Manufacturer narrative:
The axium prime implant coil was returned for analysis within an unknown catheter. There was no pusher, instant detacher, or accessories returned with the device. The axium prime implant coil was decontaminated. The implant coil was found to be damaged and stretched with the polypropylene microfilament broken. Based on the analysis performed, the axium prime coil was not confirmed to have non-detachment as the implant coil was returned already detached. The coil was found to be damaged, however the cause of the damage could not be determined. Since the instant detacher and pusher were not returned; any contribution of the instant detacher and pusher (actuator interface, positive load indicator, coupler tube, break indicator, coin, lumen stop and retainer ring) to the non-detachment could not be determined. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the axium prime coil failed to detach. The product was taken out from the package and the coil was taken out from the sheath. After embolization, it could not be detached using ID-1. The coil was removed without problem and the procedure was completed without problem. There was also no problem with microcatheter used and ID-1. There was no abnormality on the appearance of the package. The procedure was completed with another device. No patient injury occurred. Size of aneurysm: 5 mm. The product tried to be used during a normal aneurysm treatment. Airway bill number: (B)(4).